Event description:
A customer contacted baxter's technical service center regarding a use error of the home patient (hp) disconnecting. The care giver (cg) indicated that the home patient (hp) disconnected at some point during the fill and there is fluid on the floor. The tsr advised the cg to dispose the current supplies attached and start over with all new supplies. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use proper disconnect procedures when disconnecting from peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.